Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grasper instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The instrument delivered energy with signs of arcing on several attempts during testing.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The long bipolar grasper instrument has not yet been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot yet be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the tip of a long bipolar grasper instrument arced. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instruments were inspected prior to use and no damage or abnormalities were found. The cannula was also inspected, and a pin gauge was used to confirm its passage. The chest wall was cauterized using bipolar energy with an ft10 generator in coag macro mode 70. The instruments were used for about 2-4 hours before the arcing event occurred. Vessel sealer and cadiere forceps were also in use, but there was no contact with other instruments or tools. The jaws of the instrument were wet and had tissue debris attached. Sparks were observed during cautery, and it is believed that the carbonized tissue attached to the base of the long bipolar jaws and the pulley cover caused the arcing event. Both instruments produced sparks. There were no post-surgical complications.